Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 1998. Subsequently, patient underwent revision procedures on (B)(6) 2010 due to dislocation and on (B)(6) 2011 due to dislocation from a fall. Information received in operative report noted that impingement was identified posteriorly between the neck and plastic liner. A piece of wire and an old trochanteric fragment was found from the initial procedure and was removed. The broken claw plate and bolt screw in the medial tissues were unable to be located and were not removed. It was further reported patient underwent a revision procedure on (B)(6) 2011 due to instability. Per the operative report, the cemented liner was dislodged in a severe vertical and retroverted position. The head and liner were removed and replaced; the implanted liner was a competitor product.